Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildy calcified vein in the forearm. A 6f non-bsc sheath was inserted from the cubital vein then a non-bsc guide wire was passed through the lesion. A 7.0 x 40, 40cm mustang balloon catheter was advanced to perform pre-dilatation. However, during the first inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.